Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens). It was reported by the advanced evaluation patient that they did kegle exercises and they were in pain when doing this. The patient stated that they only felt pain during these exercises and noted that they did not experience pain with this prior to the evaluation. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient on (B)(6) 2023. They reported that patient had an infection related to system on (B)(6) 2020. The caller states the infection was related to a stimulator for incontinence and that stimulator was either removed, changed or cleaned--the caller did not have great detail. The caller states a note from on (B)(6) 2020, the date displayed in drs for current lead/ins, says 'dirty or infected'.